Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿ per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Troubleshooting with tandem technical support was performed, and it was determined that the customer was using the incorrect technique to remove air from cartridge. The customer was also using cold insulin within the pump supplies, and tandem technical support educated the customer on using room temperature insulin. A correction bolus was delivered to address bg level. Reportedly, an unexpected reset occurred, the pump was replaced to resolve the issue. No additional patient or event information was available.